Event description:
It was reported that allegedly, two limbs of a vena cava filter had fractured. One of the limbs endothelialized in the cava wall at the same level as the filter. The other limb migrated to the pt's lung. No interventions have occurred in attempt to retrieve the filter or the fractured limbs. The filter had been implanted prophylactically for knee surgery. The pt is asymptomatic.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. The device remains implanted; therefore, not available for eval. The event investigation is currently underway.